Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in sweden as follows: peolsson a., hedlund r., vavruch l., (2004), prediction of fusion and importance of radiological variables for the outcome of anterior cervical decompression and fusion, eur spine j volume 13, pages 229234 (sweden). This study aims to determine predictive factors for the healing of acdf and also to investigate the importance of radiological variables for the clinical outcome as measured by pain intensity, ndi, and a global assessment (odoms criteria). After their informed consent had been obtained, a total of 103 patients were randomized to anterior cervical decompression and fusion (acdf) with either a cervical carbon-fiber intervertebral fusion cage (cifc) (acromed, cleveland, ohio, USA) or the cloward procedure (cp) with autograft. At both the 1-year and the 2-year follow-ups 89 patients remained, 47 in the cifc group and 42 in the cp group, 44 women and 45 men, with a mean age of 47 years (sd 8, range 3067). Radiological outcome data were obtained for all 89 patients at the 2-year follow-up. The following complications were reported: in the cifc group, there were 18 patients with pseudarthrosis, three men and 15 women. The 24 patients with pseudarthrosis had a mean pain intensity of 49mm (sd 30). Postoperative kyphosis. This report is for an unknown depuy spine cage. This report is for (1) unknown cage/spacer. This report is 1 of 9 for (B)(4). Related product complaint: (B)(4).